Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, palpitations, chest discomfort, and cardiac arrest due to pacing failure. It was also reported that the right ventricular (rv) lead exhibited pacing "failure", increasing and high impedance, high thresholds. The physician suspects the rv lead was fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.